Manufacturer narrative:
Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "packaging tape was used to put tray together from national loaners. It got sterilized that way. Tray was not sterilized; tray can not be sterilized with packaging tape on it. While patient was under anesthesia, tray was contaminated sterile field all instrumentation needed to be reprocessed." Delay in surgery <30 minutes was reported.